Event description:
It was reported that the ilet system¿s glucose control algorithm maladapted, resulting in episodes of high and low blood glucose, and the customer was to be guided through a factory reset after collection of blood glucose questionnaire details. Symptoms included high and low glucose. Outcomes included no alerts or alarms reported by the device. Investigation included attempts to perform troubleshooting with the user and a planned factory reset procedure. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event involved hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.